Event description:
Clinical study. Same case as 6000093-2006-01679. It was reported that 14 days after a coronary artery drug-eluting stenting treatment procedure, the patient had a target-vessel re-intervention (tvr). The index procedure treated 2 de novo target lesions. Target lesion 1 was located in the mid left anterior descending (lad) artery and target lesion 2 was located in the proximal lad. It was not apparent if one or both lesions were predilated with an angioplasty balloon at 20 atms. The physician successfully implanted a 2.5x16mm taxus express2 drug-eluting stent at 14 atms in target lesion 1. Target lesion 2 was successfully implanted with a 2.5x16mm taxus express2 des at 16 atms, and a 2.25x12mm bare metal stent at 20 atms. There was stent overlap. The patient was discharged 3 days post-index procedure on aspirin; it is unknown if plavix was prescribed. The patient had a percutaneous intervention of the mid lad 14 days after the index procedure. No further information was provided.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.